Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event. Nine treatments were delivered between 10:17:46 and 10:24:10 on (B)(6) 2015. The ECG's at the time of the treatments are not available for review. The patient was conscious at the time of the event. A review of the patient's downloaded data confirms that the response buttons were not pressed during the entire event. The patient ended use of the lifevest.

Manufacturer narrative:
There was no death associated with the defibrillation. Electrode belt sn (B)(4) was returned for investigation into one out of ten gel blisters on the rear 2-wire therapy electrode (te) not deploying gel during the treatment event. Upon evaluation, the front and rear 1-wire te properly deployed gel as did all but one of the gel blisters on the rear 2-wire te. The cause of the one gel blister not deploying properly was an issue with the ring-seal fixture/pin. An internal corrective action has been initiated. Per ansi/aami df80, two tes have sufficient surface area for adult external defibrillation. In this event, the front and rear 1-wire te deployed gel but one of the gel blisters on the rear 2-wire te did not. The impedance reading was 42 ohms, which is well within normal range. There is no indication that the failure to deploy gel from one of the blisters on the rear 2-wire te resulted in a patient injury. Device evaluation of monitor sn (B)(4) has been completed. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered treatment defibrillations. The associated ECG strips of the treatment event could not be recovered due to an sd card fault. As such, the exact rhythm, at the time of the event cannot be confirmed. Since we cannot definitively confirm that the treatment was appropriate, we are reporting this event out of an abundance of caution. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. Root cause investigation into the sd card fault is underway. Device manufacture date: monitor sn (B)(4) - (initial use). Electrode belt sn (B)(4) - 06/2014 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation.(B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.